Manufacturer narrative:
The customer contacted a siemens customer care center. It was found that the customer would collect the sample in an edta tube, centrifuge sample and then transfer it to another edta tube. The customer performed a check with his own blood and drew 2 tubes of edta plasma. One tube was centrifuged and plasma transferred in a neutral tube (tube 1) and another tube was centrifuged and plasma transferred in an edta tube (tube 2). The result obtained from tube 1 was elevated and that from tube 2 was low. The customer stated that this explains the observed falsely low intact pth value obtained on an immulite 2000 xpi instrument and is in concordance with the immulite 2000 xpi instructions for use, which states "for edta plasma, keep specimens cold (2-8 degree celsius) throughout the collection and separation process. Separate the plasma from the cells, using a refrigerated centrifuge, if possible. Note that edta collection tubes must be filled to their capacity. Failure to completely fill the tube will result in excess concentration of edta which will interfere with the assay, causing a false depression of values." A siemens headquarters support center specialist reviewed the event data and concluded that siemens does not support transferring of the sample into another edta tube. Samples should be transferred into an aliquot tube. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2017-00542 was filed for the same event.

Event description:
On (B)(6) 2017, a discordant, falsely low intact parathyroid hormone (intact pth) result was obtained on one patient sample on an immulite 2000 xpi instrument, while using kit lot 325. On (B)(6) 2017, the customer had obtained a different patient sample and ran it on the same instrument, using same kit lot, also resulting low. The sample from (B)(6) 2017 (aliquot and primary tube) was sent to an alternate laboratory where it was tested on an alternate platform using a new intact pth assay, resulting higher. The primary tube for the sample from (B)(6) 2017 was then tested using old intact pth assay on an alternate platform, also resulting higher. The discordant results obtained for the sample from (B)(6) 2017 were reported to the physician(s), who questioned them. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low intact pth results.